Event description:
The customer reported the generation of an erroneous patient results for sodium (na), calcium (ca), glucose (glu) and lipase (lip) on their au5800 clinical chemistry analyzer. The customer stated some patient results were released out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse observed air in the deionized (di) water lines causing the degasser unit to fail. The fse replaced the degasser unit, primed the instrument multiple times, performed a wash and performed photocalibration with no issues. The fse no longer observed air in the di water lines. System performance was verified. Replacement of the degasser unit resolved the issue. The initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).